Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 7.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed from the patient without problems and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.